Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 3mm x 8cm galaxy g3 xsft was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was noted. The coil was not returned for evaluation. Microscopic inspection was performed on the distal end of the device positioning unit (dpu), and as reported in the event the coil was noted to be no longer attached to the resistance heating. The detachment fiber was found to be elongated, which indicates that the coil was mechanically detached from the unit. Coil migration and positioning difficulty are known potential issues associated with the use of the device. The instruction for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. According to the risk documentation, the inability to fit the coil into the aneurysm is a potential failure mode that can occur during microcoil placement and can result in the coil being advanced and withdrawn repeatedly to obtain desired shape and configuration in the aneurism, which may have resulted in the coil being prematurely released. Based on this, the reported issue documented in the complaint was confirmed. A review of manufacturing documentation associated with this lot: (2812412s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instruction for use (IFU) does contain the following recommendations: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 07-apr-2025. The report will also include a correction to the primary UDI number. The procedure images included in the complaint underwent independent physician review. The assessment is documented below. ¿the description of the case is clear and illustrated with three images. During the procedure there was an obvious premature detachment of a coil whilst trying to retrieve in the microcatheter. These inadvertent detachments are known to happen, and mitigation of the problem was clearly performed in accordance with the highest standards. It is not clear whether the coil was discarded of, or whether it was returned for analysis.¿ physician name and date reviewed: (B)(6) md, msc april 7th, 2025. Corrected section: d.4: primary UDI number. Updated sections: b.4, d.4, g.3, g.6. H.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot: (2812412s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Coil- positioning difficulty, premature detachment in microcatheter during removal, migration, and cerebral ischemia are known potential complications associated with the use of embolic coils in cerebral aneurysms and are listed in the galaxy g3 xsft micro-coil delivery system instructions for use (IFU) as such. Clinical and procedural factors, including aneurysm/vessel characteristics, device interaction, and device manipulation, may have contributed to the reported events rather than the design or manufacture of the device. Based on the information provided, it is not possible to determine the cause of the events or factors that may have contributed to the events; however, ruptured aneurysms are difficult to treat. The instructions for use (IFU) states the following: ¿if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ it appears that the coil prematurely detached while being removed from the aneurysm and subsequently migrated into the internal carotid artery (ica) and later, the m1 segment of the middle cerebral artery (mca), causing impaired blood flow within the arteries for several minutes. Since the alleged product failures impeded blood flow to a vital organ and necessitated an additional surgical intervention (i.e., use of a stent-retriever) to remove the coil and preclude further complication, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting a ruptured posterior communicating artery (pcom) aneurysm, a 3.5mm x 6.6cm micrusframe 10 (mfr100356 / 31073022) and a 3mm x 8cm galaxy g3 xsft (glx120308 / 2812412s) were used. The 3.5mm x 6.6cm micrusframe 10 (mfr100356) was used first. The next coil was the 3mm x 8cm galaxy g3 xsft (glx120308), but it did not fit into the aneurysm completely and had to be removed. During the careful retrieval of the coil, without any application of excessive force, the coil became prematurely detached within the microcatheter. The detachment cycle had not been initiated by the healthcare professional. A pre-deployment check was performed before the coil was introduced into the patient¿s anatomy. No stretching was noticed. The 3mm x 8cm galaxy g3 xsft coil migrated freely into the internal carotid artery (ica) and later, into the m1 segment of the middle cerebral artery (mca). The coil had to be retrieved with a stent retriever maneuver, which caused the 3.5mm x 6.6cm micrusframe 10 coil (mfr100356) to partially luxate from the aneurysm. As a result, the 3.5mm x 6.6cm micrusframe 10 coil had to be retrieved with a stent retriever maneuver. The aneurysm was successfully treated with two (coils) thereafter. ¿the incident caused impaired blood flow within ica and mca for several minutes and were therefore reported as a risk for the patient.¿ the reported event resulted in a delay of ¿several minutes¿ additional information received on 05-mar-2025 indicated that the ¿microcatheter hub has been cut off because physician tried to retrieve the coil with a snare.¿ the aneurysm was treated successfully with another 3.5mm x 6.6cm micrusframe 10 (mfr100356) and a 2.5mm x 5cm galaxy g3 xsft (glx122505). Per the user report received on 07-mar-2025, ¿during an application-related withdrawal maneuver, the coil in the microcatheter separated from the carrier wire without any noticeable physical influences (=visibly perceptible stretching or electrical detachment). The intact electrical contact was also checked before the coil was used." Three procedure images were included in the complaint. These images will undergo independent physician review.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 24-mar-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.